Manufacturer narrative:
MDR 8021545-2024-00494 - device 3 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates on 19-apr-2024, .it was reported that patient faced an issue with three infusion set was leaking. No further information available.